Event description:
It was reported that during a de novo atrial fibrillation with cavo-tricuspid isthmus (cti) line ablation procedure, the intellanav mifi open-irrigated catheter had a leaky connection with the metriq tubing at the handle. The fluid was leaking from the irrigation connection port on the proximal end of the handle. It appeared that the tubing was torn rather than a leak at the luer connection to the metriq tubing/stopcock. The luer itself looked fine, it was a tear in the tubing just beyond the luer that appeared compromised. Flow rates were generally at 2ml/min for stand by and 30ml/min during rf delivery (50watt ablations). Pump and generator used were metriq pump and maestro 4000. A high temperature error message appeared, the alert was reset and the temperature dropped from 50 to 40 degrees celcius. The leak was noticed after the first reset. The mapping specialist didn't know the error code that appeared on the maestro generator. The catheter was exchanged for another mifi oi standard curve, however that catheter's steering mechanism broke. Most of the procedure was completed, the pvi portion. However. The cti conduction was not blocked as intended for that part of the procedure. The doctor elected not to open replacement product to continue and the procedure was aborted. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a de novo atrial fibrillation with cavo-tricuspid isthmus (cti) line ablation procedure, the intellanav mifi open-irrigated catheter had a leaky connection with the metriq tubing at the handle. The fluid was leaking from the irrigation connection port on the proximal end of the handle. It appeared that the tubing was torn rather than a leak at the luer connection to the metriq tubing/stopcock. The luer itself looked fine, it was a tear in the tubing just beyond the luer that appeared compromised. Flow rates were generally at 2ml/min for stand by and 30ml/min during rf delivery (50watt ablations). Pump and generator used were metriq pump and maestro 4000. A high temperature error message appeared, the alert was reset and the temperature dropped from 50 to 40 degrees celsius. The leak was noticed after the first reset. The mapping specialist didn't know the error code that appeared on the maestro generator. The catheter was exchanged for another mifi oi standard curve, however that catheter's steering mechanism broke. Most of the procedure was completed, the pvi portion. However. The cti conduction was not blocked as intended for that part of the procedure. The doctor elected not to open replacement product to continue and the procedure was aborted. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device was returned for analysis to boston scientific. Per visual inspection the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. The steering knob and the tension control knob functioned properly on both lock and unlock positions after functional test. No abnormal resistance was felt when actuating the steering mechanism. Dimensional test showed that both right and left curves reach the specified area of the template, the device passed the dimensional test. The continuity test was performed and the device was found within specifications. The leakage test could not be carried out due to the detachment of the irrigation extension tubing from the luer fitting at the adhesive joint. The flow test could not be carried out due to the detachment of the irrigation extension tubing from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.